Event description:
In 2005 the target lesion was located in the mid left anterior descending artery (lad) and was described as 90% stenosed and heavily calcified. Using a medtronic 6fr sal guide catheter and a choice pt the physician pre dilated the lesion with a 2.75 x 12 mm quantum maverick balloon to 24 atms for 42 seconds. A taxus express2 3.0 x 16 mm drug eluting stent was then introduced but was unable to cross the lesion. While forcing the catheter, the shaft broke. This break occurred outside the pt and caused no injury. The physician then removed the proximal portion. A 3.0 x 10 mm extensor balloon was then inserted and inflated to 22 atms for 45 seconds and again for 24 seconds. The physician took a 2.75 x 16mm taxus stent and attempted to cross the lesion. Again he was unable to cross. He removed the stent and was successful in crossing the lesion with a 2.75 x 12mm liberte stent which was deployed at 22 atms for 58 seconds. The pt was reported to have had a good result and was returned to the unit.